Event description:
On (B)(6) 2012, information was received that the patient underwent lead revision on (B)(6) 2012. Attempts for product return have been unsuccessful.programming history shows that high impedance was first seen on (B)(6) 2012. A blc was performed indicating 4.44 years to neos.

Event description:
On (B)(6) 2012, it was reported that this patient was seen after generator revision (on (B)(6) 2012 due to end of service) and diagnostics showed high impedance: output status: limit, dcdc=7, eos=no. The patient was referred back to the surgeon where diagnostics were performed again and indicated the same thing. The reporter stated that diagnostics were not performed during surgery. The high impedance was seen approximately two weeks prior to (B)(6) 2012. X-rays were taken but would not be sent in for review. There was no recent trauma or manipulation, and not adverse events. Attempts to clarify if surgery has occurred have been unsuccessful.

Event description:
Operating notes were received that indicated that the patient's lead was not replaced on (B)(6) 2012. The operating notes from that day stated that the physician noticed fluid in the connecter so he removed the pin, dried it, the reinserted the pin into the generator. Afterwards, he checked the patient's device and the high impedance had resolved. Therefore, this was a pin insertion issue. No additional, relevant information has been received to date.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Analysis of programming history.(B)(4): a review of programming history shows that high impedance was seen on (B)(6) 2012. This report is being sent to correct this information.